Manufacturer narrative:
The event of "ptosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: visibility/palpability (ptosis), malposition, and migration.

Event description:
Healthcare professional reported via national breast implant registry "device migration/implant malposition, ptosis". This record is for the left side. Device was explanted. Device return unknown.